Manufacturer narrative:
Technician found that after brake/steer pedal has been set to brake position, stretcher would still rolls. Adjusted brake position for all four casters. Found broken screw in head and foot hex rods. Replaced both hex rods to resolve this issue. Stretcher found ER.

Event description:
Complainant alleged that after brake/steer pedal has been set to brake position, stretcher still rolls. No patient impact.